Event description:
It was reported by that during a scheduled filter retrieval, the marker band on the recovery cone sheath moved approx three inches from its initial location. Reportedly, the physician positioned the sheath and advanced the retrieval cone. However, when the physician attempted to open the cone, it would not open. The physician realized the marker band was not at the initial location. The sheath was repositioned and the cone was advanced again, but the apex of the filter could not be captured. A snare also could not capture the apex of the filter. The filter remains implanted. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The recovery cone system has been returned for eval. The investigation is currently underway.